Manufacturer narrative:
We received one 744hf75 catheter with a monoject 3ml limited volume syringe for examination. Testing of all thru-lumens found them all to be patent. The balloon was inflated but would not maintain inflation due to leakage between the inflation lumen and the distal lumen. Further testing confirmed the leak to be occurring within the first 10cm of the catheter body. The proximal lumen was found to be patent and did not leak. The balloon latex was removed and a crack was observed next to the inflation slot. The crack was measured and found to be 0.014" long. Further testing confirmed that the crack entered the distal lumen. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, before use of this swan-ganz catheter, during balloon test, it was observed that the balloon was perforated (leaking). There was no patient consequence.